Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/15/2020 h.6. Investigation: a device history review was conducted for lot number 0028385. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation and composite testing of the submitted samples determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. See h.10.

Event description:
It was reported that prior to use with a bd pegasus¿ safety closed IV catheter system white foreign matter was discovered on tubing. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, when the nurse performed vein puncture, she took out the shield of the indwelling needle and was about to puncture. However, she found that there was a white foreign body on the catheter tube. The nurse could not determine what it was, so she replaced the indwelling needle and performed puncture

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd pegasus¿ safety closed IV catheter system white foreign matter was discovered on tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the nurse performed vein puncture, she took out the shield of the indwelling needle and was about to puncture. However, she found that there was a white foreign body on the catheter tube. The nurse could not determine what it was, so she replaced the indwelling needle and performed puncture.